Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections a3, g6, h2, h6: type of investigation, investigation conclusions and h10 has been updated. The device was not returned, an imaging evaluation was unable to be performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed due to unavailability of medical records/relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported "approximately 7 years after tavr, echo revealed moderate trance aortic regurgitation (ar). No significant paravalvular leak (pvl) was confirmed". In addition, an echo revealed leaflet motion restriction on the right coronary cusp. There are several patient factors that can impact leaflet mobility over time including calcification or non-calcific degeneration, thrombosis, leaflet thickening, host fibrotic tissue or pannus growth. In this case, the valve has been implanted for over 7 years. While a definitive root cause was unknown, based on the implant duration, it is likely related to the patient factors as stated above. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter heart valve (thv) procedure. Due to the leaflet motion restricted in patient, the valve likely not able to coapt properly leading to central regurgitation as reported in this case. As such, available information suggests patient factors of (leaflet motion restricted) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. No device or labeling problem was identified during the evaluation. Therefore, no corrective action preventive action nor product risk assessment escalation is required.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported through edwards japan affiliate, after a transfemoral tavr procedure with a 26mm sapien xt valve in the aortic position, approximately 7 years after tavr, an echo revealed moderate trance ar. No significant pvl was confirmed. The patient was referred to another hospital. Tee reveled right coronary cusp (rcc) leaflet was left open with severe ar and cardiac dilatation. Oral treatment for heart failure symptoms was initiated. A valve-in-valve was performed. Per the physician, the event was related to the device. Per the physician, the event was related to the device.